Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# la1480, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that a loss of therapeutic effect occurred. It was reported that the patient fell three weeks prior to the date of report and started to feel shocking at that time. It was noted that the patient had no stim feeling in her right side. The patient stated that ¿the right side hasn¿t been working for the past week and a half now and I¿m not feeling any stimulation at all.¿ it was noted that the left side was working as normal. The patient was unable to increase or decrease stimulation. The patient noted that when she pressed the stim on button for her right side she hear a ¿rapid beeping.¿ the patient stated that she had pain in her ¿side near my kidneys and its extreme pain, and it constantly feels like I¿m being shocked, and this happened even when the stimulation was off.¿ the patient noted that this started three weeks prior to the date of report and she fell at the same time. The patient stated that she ¿fell on my left side and busted my mouth right open, and had extreme pain in my lower back and I turned the simulation on 2-3 days later, I used it and I wasn¿t having any feeling on the right side.¿ the patient outcome was unknown at the date of the report.